Event description:
It was reported that while the centrimag was being used in the intensive care unit (ICU), it stopped working and could not be started. No alarms were noted but the console and motor had to be changed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the centrimag motor (serial number: (B)(6)) was returned for evaluation following the reported event of the centrimag system stopping and not being able to restart. The centrimag motor was returned to the european distribution center (edc) and a log file was downloaded. The downloaded log file contained events spanning approximately 6 days (07sep2023, 08sep2023, 14sep2023, 15sep2023, 27sep2023, 05dec2023, per the timestamp). Data captured on 05dec2023 is consistent with data captured while the console was returned to the edc. The console was operating at approximately 3800 revolutions per minute (rpm) with a flow of approximately 4 liters per minute (lpm); however, when the console was experiencing the intermittent atypical shutdowns, the speed and flow dropped below the minimum thresholds. On 08sep2023 at 2:44:48, an atypical shutdown of the console was observed; however, the console does not appear to be powered off. Several other atypical system shutdowns were active throughout the log file and the root cause is unknown. During the edc evaluation, the motor operated on a mock loop for an extended period of time and no functional issues were active during testing. The unit also ran alongside the returned centrimag console (addressed in the centrimag console investigation) and the reported issue was suspected to be related to the console. The motor was then forwarded to product performance engineering (ppe) for further analysis. During ppe analysis, the motor was functionally tested and operated as intended. The motor was able to operate on a mock loop and with the returned console for an extended period of time without any issues or atypical alarms active. Provided information stated that exchanging the equipment resolved the issue and the patient remained without centrimag support for approximately 5 minutes. The reported event could not be correlated to an issue with the centrimag motor. The log file incidentally found an atypical m6 alarm active on 08sep2023 at 2:50:53 due to a sf_lmc_motor_high_temperature. It should be noted that the motor temperature spiked to 58.69 degrees celsius on 08sep2023 at 2:55:01 when the motor temperature was averaging at 36.6 degrees celsius. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual table 13 entitled "console alarms & alerts" addresses how to properly interpret and troubleshoot all system alarms including m6 and m4 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient remained without centrimag support for about 5 times and was asymptomatic during the event. No issues with the pump were noted and exchanging the products resolved the issue. Related MFR # 3003306248-2023-07162.